Event description:
It was reported that the patient's artificial urinary sphincter (aus) was removed for unknown reasons. The patient was implanted with a new aus device on (B)(6) 2018. No patient complications reported in relation to this event.